Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 449 mg/dl. Customer also reported that battery died on insulin pump. Customer also reported that insulin pump was requesting for 12 or 24 hour time set up. Customer was assisted with setting up time. Customer declined to perform troubleshoot for high blood glucose. Pump will not be return for analysis.